Event description:
Rptr had an MRI on 4/25/94, which showed bilateral implant ruptures. She underwent a bilateral subcutaneous mastectomy in 1982. She had subpectoral reconstruction. According to her physician: "following the surgery, she had no major problems or complications. She has been generally pleased with the result, but has become concerned with the fact that her implants have been in place for so long and with the status of her implants. She is otherwise healthy. She has some pain and discomfort in the chest wall. She cannot sleep on her stomach because of the capsules on each side. She feels that her breasts are not rock hard and she has generally been pleased with the results. She recently had an MRI which shows bilateral implant ruptures. Dr discussed with her that medical opinion was, the implants should be removed because of their ruptured status. She has clear cut linguini signs which are quite noticeable and are pathognomonic of rupture. She was given the various treatment options available to her. These include a replacement of the implants with a saline implant or reconstruction using autologous tissue. She is not certain as to what type of reconstruction she would like, or if she would even like to have a reconstruction. She has been urged by some family members to not have anything done at this time. Dr discussed with her that it was entirely her decision, but that removing the implants in their ruptured state was probably desirable. He told her that dr could not determine as to whether the implants would have a negative impact on her health, or that removing them would have a significantly beneficial effect on her health. She will consider the various issues and contact dr. Rptr is losing her hair. The dermatologist prescribed rogaine 6/23/94. She has dry eyes, dry mouth, dry vagina, a black spot in left eye, weight gain, muscle pain, chest and breast pain, fatigue, and memory and word loss.